Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure". The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge connection disconnected when the customer dropped their pump. Reportedly, the customer stated that the event was due to user error due to not tightening the connection securely. Blood glucose level was 300 mg/dl. The customer tightened the connection and resumed insulin delivery to resolve the issue.